Manufacturer narrative:
The customer contacted a siemens customer care center. The customer stated that they repeated several patient samples which were run before and after sample in question and the results matched the original results. A siemens headquarters support center specialist reviewed the event data and concluded that the potential cause of the issue was sample specific due to poor sample quality and presence of gel, fibrin, micro-clots, and/or cellular debris that impacted the dilution probe line (dpp), resulting in improper sample aspiration for the sample dilution. Since no additional discordant results were observed, the system potentially flushed out the obstruction in the dpp with dpp probe cleaning and flushing. The cause of the improper sample aspiration is unknown. The instrument is performing within manufacturing specification. No further evaluation of device is required.

Event description:
A discordant, falsely low glucose hexokinase_3 (gluh_3) result was obtained on one patient sample on an advia 1800 instrument. The discordant result was reported to the physician(s), who questioned it. A new sample was obtained from the patient and was tested on the same instrument, resulting higher. The original sample was then repeated on the same instrument, also resulting higher. The higher results correlated with the clinical condition of the patient. The corrected result obtained using a new sample draw was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low gluh_3 result.